Manufacturer narrative:
(B)(4) date sent: 12/18/2015. Added additional information. Batch # (B)(4). The analysis results found that the el5ml device was returned in good condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and no clips were fed. The instrument was disassembled in order to evaluate the condition of the internal components and the feed link was found to be broken. This condition contributed to the feeding issue; however, no conclusion could be reached as to what may have caused the reported incident. In addition, ten clips were found inside the clip track. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the device was opened on the field, tried to load it and it jammed. Another like device was used to complete the procedure. No further information is available. There was no patient involvement and no adverse patient consequences.